Manufacturer narrative:
The reported field event of no ble telemetry was confirmed. The cause of the communication issue was consistent with a memory corruption, resulting in the loss of ble connectivity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that prior to implant, interrogation of an implantable cardioverter defibrillator revealed loss of bluetooth low energy telemetry. The device was not used and another device was used to complete the procedure. No patient consequences were reported.